Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). Patient has known high thresholds, causing high output on dependent patient. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).